Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 475cc saline catalog #3501680 lot #5907016. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 475cc saline breast prostheses. The patient reported bilateral loss in volume, bilateral extra skin and pain on the right side towards their shoulder. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 5/2/2018, mentor became aware that the patient also had ptosis. Mentor also became aware of the replacement devices as the following: (left) mentor memorygel breast implant 525cc catalog #smpx525 sn #(B)(4) and (right) memorygel breast implant 525cc catalog #smpx525 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/21/2018, mentor received additional information regarding the correct date of explantation of (B)(6) 2018. The device history record (DHR) of lot number 5919118 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).